Manufacturer narrative:
The alleged literature device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
On september 11, 2023, a cer literature search for the tracheobronchial stent product family was performed. The literature alleges that six tracheobronchial stents were placed in 3 lung transplant patients that resulted in 6 mucus build-up issues along with noted stent stricture damage.